Event description:
Procedure type: gastrectomy. According to the reporter: the orvil would not lock into place with the eea stapler. It would slide over the orange band but would not stay or lock on. The procedure was converted into an open procedure. There was an unanticipated delay of over 30 minutes. There was unanticipated tissue damage. There was no unanticipated blood loss of over 500cc.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: there was no unanticipated tissue damage.